Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the device for evaluation. Therefore, no root cause could be determined . However, the customer troubleshoots the device and determined that the front panel of the unit needs replacement. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was to put on a patient the ventilator was power up and the screen did not came on it's dark. The customer confirmed that there was no patient involvement associated with the reported event.